Manufacturer narrative:
The event of ipg reaching end of life was reported to abbott. A surgery date has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg battery level was at <2.73 and programmer displayed message that ipg was reaching end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.